Event description:
During pt treatment with the intact flow system, the operator was unable to achieve the desired CPAP pressure without using a higher than expected flow rate. The pt only required occasional treatment and was not compromised.